Manufacturer narrative:
This report will be updated if additional information is received or if the lead is returned for analysis.

Event description:
Boston scientific crm received information that this chronic right ventricular defibrillation lead was explanted due to a lead fracture. Another model rv defibrillation lead was implanted. There were no reports of adverse patient effects.